Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsvb11) and one unknown legacy zimmer screw were returned for investigation. Visual evaluation of the as returned products identified fragment of the screw in the implant drive feature and bone residue around the external threads due to usage. Additionally, fracture was identified around the implant¿ s collar. Device history record (DHR) review for the lot (61212836) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (61212836) for similar events and no other complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Unique identifier (UDI) number unknown. Premarket identification PMA/510(k) number k013227.

Event description:
Doctor reported the implant in tooth location 19 fractured and was removed. Patient felt pain and swelling/inflammation.